Event description:
It was reported that at 2114 the rn initiated a lipid infusion at a rate of 7.9ml/hour for a duration of 12 hours. The rate and volume to be infused was verified and co-signed by 2 rns. On (B)(6) 2019 at approximately 0145 the rn entered the patient's room in response to the device alarming air-in-line when the rn noticed that the lipid infusion bag was completely empty. The rate was re-verified by 2 rns and found to be correct with the device stating that there was a remaining vtbi of 61.9ml with 7 hours and 50 minutes left to complete the infusion. When the device alarmed door closed, the customer stated that they are unsure if this means that the door is opened or whether it needs to be closed. The device alarmed door closed without the door being opened. It was explained to the customer that when the door closed alarm is seen without "pairing' of the door opened alarm prior means that the infusion was paused, the door opened (such as to clear the air from the ail alarm) and then the door is closed. Once the door is closed, the device alerts the end user to remind the end user to restart the infusion.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Added additional information

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that at 2114 the rn initiated a lipid infusion at a rate of 7.9ml/hour for a duration of 12 hours. The rate and volume to be infused was verified and co-signed by 2 rns. On (B)(6) 2019 at approximately 0145 the rn entered the patient's room in response to the device alarming air-in-line when the rn noticed that the lipid infusion bag was completely empty. The rate was re-verified by 2 rns and found to be correct with the device stating that there was a remaining vtbi of 61.9ml with 7 hours and 50 minutes left to complete the infusion.

Event description:
It was reported that at 2114 the rn initiated a primary lipid (intralipid) 20%100ml infusion at a rate of 7.9ml/hour for a duration of 12 hours in the hematology/oncology department. The rate and volume to be infused was verified and co-signed by 2 rns. On (B)(6) 2019 at approximately 0145 the rn entered the patient's room in response to the device alarming air-in-line when the rn noticed that the lipid infusion bag was completely empty. The rate was re-verified by 2 rns and found to be correct with the device stating that there was a remaining vtbi of 61.9ml with 7 hours and 50 minutes left to complete the infusion even thought the lipid infusion bag was empty. The patient required labs to be drawn which were found to be normal, as well as the rn's patient assessment. When the device alarmed door closed, the customer stated that they are unsure if this means that the door is opened or whether it needs to be closed. The device alarmed door closed without the door being opened. It was explained to the customer that when the door closed alarm is seen without "pairing' of the door opened alarm prior means that the infusion was paused, the door opened (such as to clear the air from the ail alarm) and then the door is closed. Once the door is closed, the device alerts the end user to remind the end user to restart the infusion.

Manufacturer narrative:
The customer¿s report of over infusion was not confirmed through testing or through the review of the logs. The device was in use during treatment. The pcu event logs were overwritten. Results from a review of the pump module event log showed an infusion with a rate of 7.9 ml/h and vtbi of 94.8 ml was started on (B)(6) 2019 and ran ~4 hours prior to alarming for air in line and being shut off. Functional testing consisting of rate accuracy testing performed on found the device operating within specification. The administration set used at the time of the event was not sequestered for the investigation, therefore could not be tested. The root cause not identified in this investigation.

Manufacturer narrative:
Additional patient information: patient diagnosis: neuroblastoma, admitted for stem cell transplant revision to section a.2: patient age and dob requested and received.

Event description:
It was reported that at 2114 the rn initiated a primary lipid (intralipid) 20%100ml infusion at a rate of 7.9ml/hour for a duration of 12 hours in the hematology/oncology department. The rate and volume to be infused was verified and co-signed by 2 rns. On (B)(6) 2019 at approximately 0145 the rn entered the patient's room in response to the device alarming air-in-line when the rn noticed that the lipid infusion bag was completely empty. The rate was re-verified by 2 rns and found to be correct with the device stating that there was a remaining vtbi of 61.9ml with 7 hours and 50 minutes left to complete the infusion even thought the lipid infusion bag was empty. The patient required labs to be drawn which were found to be normal, as well as the rn's patient assessment. When the device alarmed door closed, the customer stated that they are unsure if this means that the door is opened or whether it needs to be closed. The device alarmed door closed without the door being opened. It was explained to the customer that when the door closed alarm is seen without "pairing' of the door opened alarm prior means that the infusion was paused, the door opened (such as to clear the air from the ail alarm) and then the door is closed. Once the door is closed, the device alerts the end user to remind the end user to restart the infusion.